Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory and was due to exposure to cold temperatures.

Event description:
It was reported that the device presented in back-up vvi in the box. Device was not used.